Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received erroneous results for one patient sample tested for igm-2 tina-quant igm gen.2 (igm) on a cobas 8000 c 502 module (c502). An aliquot of the sample initially resulted as 1907 mg/dl accompanied by a data flag. The sample was automatically repeated by the analyzer with a dilution, resulting as 6706 mg/dl accompanied by a data flag. This result was reported outside of the laboratory and questioned by the doctor. The primary tube of the sample was pulled and repeated, resulting as 1021 mg/dl accompanied by a data flag. The customer then performed a manual 1:10 dilution of the sample and placed it back on the analyzer to repeat it. Upon repeat, the instrument performed a 1:9 dilution of the sample as programmed for the application and the raw repeat value was 84 mg/dl. The customer then ran the manually diluted sample again and it resulted with a raw value of 86 mg/dl, which calculates to a final value of 860 mg/dl when accounting for the manual dilution factor. The repeat result was believed to be correct. The patient was not adversely affected. The igm reagent lot number was 17244501, with an expiration date of 06/30/2018. The field service engineer found issues with a seal, probe, and debris. He replaced the seals and probe. He checked the system.